Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient reporting that the circumstances leading to the reported issues was unknown. The patient reported that they were scheduled for a replacement surgery, although they could not recall the date, and 3 days prior to that, they discovered that the ins batteries were dead. The patient reported that both batteries turned completely off and that the patient had to attend physical therapy. The patient reported that they have both batteries changed out and that, along with the physical therapy, resolved the reported issues. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of medical product: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. See regulatory report # 3004209178-2018-03839 for information regarding other implantable neurostimulator (serial# (B)(4)) involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported the patient thought her implants were dead and she no longer got good therapy. The patient wanted to check the implants because she did not think they were working. During the call the left implant showed that the ins was on and the battery was about half. . The right implant gave poor communication. The caller reported poor communication on the patient programmer. The patient had a non-rechargeable device. The patient was not recently implanted or had a revision surgery. The patient did not use the antenna. During the call the patient placed the patient programmer directly over the ins on the skin and tried to sync but the issue was not resolved. The programmer was powered off/on and re-synced but the issue was not resolved. The patient programmer worked for the left implant but did not communicate with the right. No further complications were reported or anticipated.